Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined. Furthermore, the reported low flow alarms could not be confirmed as no log files were provided for review and a specific cause for the alarms could not be conclusively determined. Multiple requests for additional information were sent to the account; however, no further information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, bleeding, respiratory failure, infection (localized, driveline, pump pocket or pseudo pocket), venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and death that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection and thromboembolism as potential late postimplant complications. Section 6, under "anticoagulation", outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of aortic valve thrombus. They were discharged on (B)(6) 2023 and returned on (B)(6) 2023 from rehab due to multiple low flow alarms and syncopal episodes and a fall. Upon arrival to the community medical center, the patient had syncopized once during a low flow alarm while in the emergency department. They had 3 low flow alarm while in the emergency department. Blood tests revealed elevated white blood cell count of 27000, hemoglobin of 10.5 and platelets of 411. A basic metabolic panel (bmp) revealed sodium levels of 5.1, potassium of 5.1, bicarb of 26, and blood urea nitrogen (bun)/creatinine of 37/1.8. Troponin was of 1.8, international normalized ratio inr) of 2.9, and lactate of 5. They were afebrile with an initial mean arterial pressure of 44mmhg . The patient received 3 liters of fluid, vancomycin, and cefepime. Two sets of blood cultures were taken. A chest x-ray revealed a whiteout of their left lung, however, no intervention was performed. After the antibiotics and fluids, the patient's mean arterial pressure improved to 55-60mmhg. The patient was transferred to (B)(6) via helicopter.after being transferred and upon arrival the patient was found to be in respiratory distress with significant accessory muscle usage. Flows on their left ventricular assist device (lvad) were as low as 1.0 lpm. The patient was emergently intubated in an emergent right femoral vein triple-lumen catheter was inserted along with a left femoral artery arterial line. Chest x-ray demonstrated complete whiteout of their left lung with tracheal deviation to the right. The patient underwent surgical chest tube placement yielding pressurized serosanguineous-to-sanguinous output. Course complicated by worsening in neurologic status and newly diagnosed with a massive multi-focal subacute cerebrovascular incident (cva) with midline shift by computerized tomography (CT) scan. The patient was evaluated by neurology 48 hours thereafter and declared a dismal prognosis. They did not make a meaningful neurologic recovery. By the preference of their wife and family, the patient's goals of care were made comfort measures only and the patient was terminally extubated. The patient ultimately passed away on (B)(6) 2023 at 1255 with family at bedside. Support was offered to the family. They refused an autopsy.